Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab (fa lab) was confirmed through the events log and duplicated during functional check. The vela main printed circuit board assembly (pcba) failed. The pcba will be scrapped as per 1501-089-000-swi failure investigation.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.